Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein ligation procedure performed on (B)(6) 2024. During the procedure, the tumor was suctioned into the transparent cap; however, when attempting to deploy the bands, it would not deploy. The patient had bleeding and sclerotherapy with injection therapy was used to stop the bleeding. The device was replaced, and it was unknown what device was used to complete the procedure. It was noted that no difficulty was experienced upon setting up the device. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein ligation procedure performed on (B)(6) 2024. During the procedure, the tumor was suctioned into the transparent cap; however, when attempting to deploy the bands, it would not deploy. The patient had bleeding and sclerotherapy with injection therapy was used to stop the bleeding. The device was replaced, and it was unknown what device was used to complete the procedure. It was noted that no difficulty was experienced upon setting up the device. Additional information received on july 7, 2024. The speedband superview super 7 was used in the esophagus. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on july 7, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.